Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
Covidien received information that the patient was placed on another device due to a malfunction. The customer reported there was a strange noise at the inspiratory time. The customer reported the device was working normally. There was no patient harmed or injured as a result of the event.